Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned. There have been no other complaints reported in the lot number. Additional info has been requested but not received to date. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient was experiencing watery, blurry vision. The lens was exchanged. Additional info was requested.